Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record confirmed the device was manufactured and shipped in accordance with the manufacturing specifications. Based on the information provided for the investigation, the reported event of acoustic lens damaged was confirmed, but the probably cause was unidentified and a definitive root cause could not be determined olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed, that during the device evaluation. The gastrointestinal videoscope exhibited damaged acoustic lens. There were no reports of patient involvement.